Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an unknown 5f mynxgrip vascular closure device (vcd) sealant did not deploy. The sealant was still visibly intact on the device. There was no reported patient injury. The user shuttled down completely. The stick location was the femoral. Hemostasis was achieved by manual pressure for less than 30 minutes. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The distal end of the shuttle tube was torn near the side slit. A piece of sealant was found stuck inside the torn shuttle tube. The remaining portion of sealant was located between the balloon and the advancer tube. The procedural sheath was not returned with the device. The torn shuttle tube may have occurred during procedural sheath removal. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Review of lot f1908402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿failure to deploy¿ was confirmed. Based on the information provided and the investigation performed, the root cause of the reported event experienced by the customer could not be conclusively determined. However, if the sealant was exposure to blood prematurely this could result in the grip tip sticking to the shuttle cartridge. According to the product instructions for use, users are instructed that while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1908402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown 5f mynxgrip vascular closure device (vcd) sealant did not deploy, the sealant was still visibly intact on the device. There was no reported patient injury. The user shuttled down completely. The stick location was the femoral. Hemostasis was achieved by manual pressure for less than 30 minutes. The patient recovered.